Event description:
In 2008, the patient reported she has experienced frequent occlusions on her insulin infusion device that occur "off and on". The patient was unsure how frequently the occlusions occur. She stated she was hospitalized for 3 days with "dka" and was released from the hospital on six days earlier. She remained on her infusion device while she was hospitalized. To troubleshoot, the patient was instructed to prime the infusion set tubing with no needle attached. The prime produced no error messages and the patient confirmed insulin was dripping from the tubing. The patient then attached a new needle to the tubing and bolused 10.0 units of insulin into the air which went through without error. No occlusion alarm was displayed during the call. The patient was advised to try a different type of infusion set or a set with a longer needle. At this point the patient ended the troubleshooting as she was not feeling well. On follow up with the patient on the following month, she stated her blood glucose levels have returned to her normal range and she has had no further occlusions since the call. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.